Event description:
It was reported that during puncture for PICC placement at the rehabilitation department, burrs were noted at the tail end of the guide wire and the inside bent, leading to failure of the puncture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed but the exact cause could not be determined. One 4 fr groshong nxt clearvue catheter with its inlaid stylet and warning tag, one proximal piece of a groshong two-piece connector, and one microintroducer plastic cover was returned for evaluation. A microscopic observation revealed abundant blood use residues throughout the returned stylet. After the stylet was removed from the groshong catheter, nothing remarkable was found along the entire stylet except a bend at the proximal end of the stylet. Because a bend was found at the proximal end of the stylet and abundant blood use residues were observed, the complaint of a bend in the stylet is confirmed but the exact cause is unknown. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that during puncture for PICC placement at the rehabilitation department, burrs were noted at the tail end of the guide wire and the inside bent, leading to failure of the puncture.